Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: degenerative disk disease needing sextant fusion, levels : l4-l5 it was reported that, intra-op, the surgeon tried to tighten the set screws even more and the screwdriver broke at the tip. The fragment was recovered from the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~3 mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.